Event description:
On 05/08/2023, it was reported by an arthrex employee via sems that an ar-6485 arthroscopy pump is producing an "open door" error message although the door is closed. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.